Event description:
Information received by medtronic indicated that customer went to the pool after few minutes the pump started beeping and vibrating. Customer stated that there was water inside the screen. Customer also reported crack on the back part of the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer called in with the following concern: customer response that he went to the pool after few minutes the pump started beeping and vibrating when he went outside. A crack on the back part of the pump was also noted. P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test and self test. During download review the adapt tool recorded pump error 4, 68, 49 and 23 on (B)(6) 2022. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that corroded electronic assembly was noted causing intermittent electrical short. Unit also received with cracked case (battery tube), cracked battery tube threads, scratched case and cracked keypad at select button. In conclusion, unit powered up properly after battery installation. However, corroded electronic assembly was noted during visual inspection and pump error 4, 68, 49 and 23 were recorded due to intermittent electrical short. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.